Manufacturer narrative:
All information has been placed on file for use in tracking, trending and follow-up.

Event description:
Gore received a call from a surgeon reporting that he removed a gore dualmesh® biomaterial several years ago because the device eroded into the esophagus. The surgeon reported he was not the implanting surgeon. Per the surgeon, no further information is available.